Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -12.00 diopter, in the patients right eye (od) on (B)(6) 2019. The lens was reported as having low vaulting. The lens decentered, with lens rotation of 160 degrees. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The reporter indicated the surgeon does not plan to explant/exchange the lens at this time, the halos are improving and the surgeon wants to wait. Date of report: 20-mar-2019. Claim #: (B)(4).

Manufacturer narrative:
(B)(4).